Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v into the pt's eye and the lens tore. The lens was removed and replaced with no pt injury.

Manufacturer narrative:
Eval: results: (other) - a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.